Manufacturer narrative:
H3: 81 other: the customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was not triggering a simv (synchronized intermittent mandatory ventilation) breath while the patient was making an effort during used. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.